Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime test. The blood glucose reading was 276mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.